Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the battery of this cardiac resynchronization therapy defibrillator (crt-d) had ten months remaining longevity estimate. Boston scientific technical services (ts) verified the device had ten months and that the outputs were high. An attempt to obtain additional information was unsuccessful. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the product analysis indicates that the allegation was not confirmed as the device was explanted and noted normal device function. The device was able to pass all needed tests and was able to meet specifications.

Event description:
Additional information indicates that the cardiac resynchronization therapy defibrillator (crt-d) was explanted. No additional adverse patient effects were reported.